Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. The getinge service territory manager (stm) evaluated the unit for the reported malfunction. To correct the issue, the stm replaced the helium fill assembly. The stm then confirmed that the console would not leak any helium after the repair was completed. The unit then passed all functional testing, and returned to the customer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit console failed the helium leak test portion of the pm with the console out of the cart. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11 corrected fields: h6(investigation findings & investigation conclusions). The helium reservoir assembly was returned to the failure analysis and testing department(fat) for investigation. Fat dept performed visual inspection per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed into cardiosave test fixture for testing of the reported problem. Performed and tested in accordance with procedure and the cardiosave service manual. Performed all manifold test/leak test in an attempt to recreate the reported problem. All functions were normal. The tests did not trigger the reported problem of ¿failed the helium leak test¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the helium reservoir assembly in the failure analysis and testing department per procedure.